Manufacturer narrative:
Part 03.010.045, lot 1687492, manufacturing location: (B)(4). Release to warehouse date: july 05, 2007. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. A product investigation was completed: it was reported that the alignment prong of an insertion handle broke intraoperatively while the surgeon was attempting to remove the instrument following nail insertion; fragment retrieved. As the implant was already in place the procedure was able to be completed successfully without delay or patient harm. Per the technique guide, the standard insertion handle (03.010.045) is routinely used during the insertion of femoral and tibial nails including those in the titanium cannulated retrograde/antegrade femoral nail system and the suprapatellar instrumentation for titanium cannulated tibial nails system among others. The returned insertion handle was examined and the complaint condition was able to be confirmed as the alignment tang was found to be broken and missing. The complaint condition was unable to be replicated due to manufacturing damage. Based on the complaint condition the device failed intraoperatively as the surgeon attempted to rotate the nail. Relevant drawings for the returned device were reviewed (both current revision and from the time of manufacture). The design, materials and finishing processes were found to be appropriate for the intended use of this device. No dimensional analysis can be completed due to post-manufacturing damage. A device history review, including material and hardness reviews, was performed for the returned instrument¿s lot number and no material review reports non-conformance reports, or complaint-related issues were identified with the lot number which may have contributed to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient weight not available for reporting. Returned to manufacturer. Subject device has been received and is currently in the evaluation process. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was report that the patient had original surgery on (B)(6) 2017 for treatment of a hip fracture. Patient was implanted with one (1) lateral entry femoral nail, and four (4) standard locking screws. Two (2) screws were placed at the proximal portion and two (2) screws at the distal portion of the patient¿s femur bone. Intraoperatively, after nail insertion, and as the surgeon was removing the insertion handle instrument from the femoral nail, the distal ¿tooth¿ portion of the instrument broke off inside the proximal portion of the femoral nail. Surgeon removed the instrument fragment (5mm in length) from the head of the already implanted nail and procedure with the surgery. Surgery was completed successfully with no time delay. Patient is reported in stable condition. Concomitant device reported: lateral entry femoral nail (part number unknown, lot number unknown, quantity 1). This is report 1 of 1 for (B)(4).